Manufacturer narrative:
The unit has been returned to the manufacturer and investigation has not yet been completed. A follow-up report will be submitted upon investigation completion. Refer to recall z2716/2717-2016.

Event description:
It was reported that the battery and charger melted.

Manufacturer narrative:
Upon visual inspection it appears that a thermal runaway occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occured in the lower battery pack between the cells and pcb. There was a blackening on the top of the lower battery pack and its printed circuit board (pcb). Only cell 3 appears to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes out investigation. A recall is ongoing, reference z-2716/2717-2016.